Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation.

Event description:
Customer reports that 3 catheters he tried have very sharp eyes. He is afraid to use any more of these.

Event description:
Customer reports that 3 catheters he tried have very sharp eyes. He is afraid to use any more of these.

Manufacturer narrative:
(B)(4). An investigation was initiated. The batch records were reviewed resulting in no discrepancies being indicated. All relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. Samples were received and tested. All samples met specification. We will continue to monitor complaints for additional occurrences of these issues and take appropriate action as required.